Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in use. During the evaluation of the device at a third party service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues.